Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
Customer reported a (B)(6) ab result on a sample tested with the alere determine hiv 1/2 ag/ab combo. Quest lab 4th generation confirmatory test was (B)(6). There is insufficient information to determine if a malfunction occurred. Patient was female, (B)(6) pregnant. Treatment and patient outcomes unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4), inc. (B)(4).